Event description:
In 02/2004, the facility's rn, center director informed the manufacturer's (MFR.) Clinical specialist of the following: drainage was noted (appeared to be pus). Blood cultures were drawn from both the pt's device pockets, which grew out mrsa. The surgeon contacted the MFR.'s clinical specialist with a request for treatment options. Pt is being treated via algorithm for bacteremia. No further details were provided at this time.